Event description:
This device was returned because it was reported that the high pressure limit would stick, and did not alarm during high pressures. There was no associated report of death or pt injury.